Event description:
While performing a battery life calculation internal programming history was reviewed. On (B)(4) 2010, the device was interrogated and the settings were 1.5 ma output current /30 signal frequency /500 pulse width /30 sec on time /5 minutes off time, a system diagnostic was performed and resulted in "fault" communication, a final interrogation was not performed and the patient left the visit. On (B)(4) 2011, the first interrogation the device settings were 1.0 ma output current / 20 signal frequency / 500 pulse width / 30 seconds on time / 60 seconds off time, which are faulted diagnostic test settings, prior to the patient leaving this visit the device was programmed to intended their intended settings.

Manufacturer narrative:
Analysis of programming history.